Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, h4: additional information. Incidental finding: returned device revealed 2 small cosmetic tears in the outer silicone sleeve beneath rescue tape repairs on the external portion of the driveline. Device evaluation and investigation summary: the evaluation of the returned device confirmed the report of a suspected outflow graft obstruction. Moreover, review of the submitted system controller log files confirmed the report of continuous low flow hazard alarms. The submitted log files contained data from (B)(6) 2019, (B)(6) 2019 ¿ (B)(6) 2019, and (B)(6) 2019 and recorded continuous low flow hazard alarms associated with estimated flow values of 2.2-2.4 lpm. Pump power and average pi remained stable in the low ranges of 4-4.4 watts and 2.1-3.2, respectively. Despite the low flow condition, the pump speed remained above the low speed limit without issue. Pump was returned with the sealed outflow graft severed approximately 1 inch from the graft attachment. The severed portion of the graft measuring approximately 7 inches in length as well as several smaller pieces of graft material were also returned. The graft attachment was returned attached to the distal side of the outlet elbow and the bend relief was returned detached from the graft attachment. The entire bend relief material was returned and showed no evidence of deformation. Examination of the longest severed portion of the outflow graft revealed evidence of kinking in the area beneath the bend relief. Tissue was adhered to the kinked area of the outflow graft and an abnormally large amount of tissue accumulation was observed on the interior of the bend relief, which appeared to have conformed to the geometry of the outflow graft compression, indicating that the outflow graft distortion was present for an undetermined amount of time while the device was supporting the patient. Visual inspection of the interior of the returned portions of the sealed outflow graft showed no evidence of depositions or thrombus formations. Although the evaluation could not conclusively determine a specific cause for the observed compression of the outflow graft or a duration of time for which it was present, the outflow graft distortion could have contributed to a decrease in blood flow through the device to result in the continuous low flow alarms recorded in the submitted log file data. Examination of the remaining blood-contacting surfaces of the returned device revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Following cleaning, functional testing of the device under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification and the pump operated as intended. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device 5 year and 9 months the device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that there were low flow alarms. This was captured by the log files on (B)(6) 2019. It does not appear to be any type of mcs equipment issues causing these events. The low flow events, at first, seemed to be a patient related issue and not an equipment related issue. However, after further investigation it was suspected that there outflow graft obstruction without elevation in ldh (lactate dehydrogenase). This resulted in a pump exchange. No additional information was provided.